Event description:
Device report from (B)(4) reports an event in (B)(6) as follows:  during a procedure, the surgeon was inserting a 4.5 mm cortex screw into a predrilled 3.2mm hole and the head of the screw sheared off. The shaft of the screw was left in the patient and a circlage eyelet and cable was placed in the locking hole. The broken fragment is unavailable for return since it was disposed of by the account in error.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.